Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement of monopolar curved scissors (mcs) instrument was limited. After removing tip cover, customer noted a broken cable on instrument. The procedure was completed with no reported injury. The procedure was delayed by less than 15 minutes.